Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that shortly after implant, the patient complained of chest tightness and weakness when doing activities. In addition, the patient's heart rate increased to 120 beats per minute. The patient received reprogramming in which the physician turned off the responsive pacing and the patient's symptoms subsided. The patient presented once again complaining of the same symptoms and has been hospitalized for observing several times. Additionally, the patient complained of a low heart rate of 30-40 beats per minute. The device currently remains in use. No further patient complications have been reported as a result of this event.